Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my doctor had cut bigger because my cervix was very damaged so he put 30 staples') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("it hurts so bad") and cervix disorder ("cervix damage"). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal, procedural pain and cervix disorder outcome was unknown. The reporter considered cervix disorder, medical device removal and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: my doctor had cut bigger because my cervix was very damaged so he put 30 staples, it hurts so bad. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my doctor had cut bigger because my cervix was very damaged so he put 30 staples') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("it hurts so bad") and cervix disorder ("cervix damage"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, procedural pain and cervix disorder outcome was unknown. The reporter considered cervix disorder, medical device removal and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: my doctor had cut bigger because my cervix was very damaged so he put 30 staples, it hurts so bad. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.